Manufacturer narrative:
It was reported that a revision surgery was performed, due to proximal femoral shaft fracture. The surgeon decided to revise the polarstem collar lat ti/ha size 10 (75102210). The explanted stem was not returned for evaluation. Additionally no further medical information were provided, therefore no thorough medical assessment could be performed. The production documentation was reviewed, there could be no deviation found from standard procedures. There were no other complaints reported for the product in scope. Based on the information provided the failure mode cannot be confirmed. The root cause cannot be determined due to insufficient information. Should further information or to product become available this complaint will be reopened and reassessed. Smith and nephew will monitor this device for further similar issues.

Event description:
It was reported a revision surgery due to proximal femoral shaft fracture. Stem and femoral head replaced.